Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach a new connector piece, requiring attempts with two different connectors before one successfully attached, and there were no device alerts or alarms. No adverse clinical symptoms reported. Outcomes included no clinical impact reported. Investigation included troubleshooting with an alternative connector and replacement of the affected accessory. Investigation of this case revealed a connector attachment issue consistent with a component fit or interface problem, resolved through use of a different connector. It was concluded, based on previously established findings for similar reports, that the cause was likely component variability or a manufacturing-related fit issue.